Manufacturer narrative:
The insulin pump was received with intermittent buttons; the problem was isolated to keypad assembly. The j1 connector at printed circuit board assembly was properly connected. No damage or moisture damage was found on the keypad assembly noted. However, the operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed leak test. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump down arrow keypad button does not work. The button must be pressed very hard to make it work. The customer's blood glucose reading was 104 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.